Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A buyer reported that during an intraocular lens (iol) implant procedure, a lens optic was scratched. The lens was explanted and replaced. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned in three(3) segments in the iol case. A significant amount of solution is dried on iol segments. One haptic is broken/torn and not returned. The optic is torn/split-cut and scratched/marked-rejectable. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. (B)(4).